Event description:
It was reported the patient experienced a post-dural headache related to a procedure. The pump was implanted on (B)(6) 2014 and the date of onset was (B)(6) 2014. It was reported the patient experienced headache, nausea, and vomiting five days following pump implant. The patient reported nausea, vomiting, and a frontal headache. The headache was postural and was worse with sitting up versus lying down. The patient was hospitalized and medications were administered, cautiously using intravenous (IV) fluids secondary to edema and recurrent pleural effusion, caffeine, fioricet, and compazine. The pump was being used to deliver dilaudid and bupivacaine. The event was considered ongoing. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a healthcare provider via clinical study. It was reported that the event resolved without sequelae on (B)(6)2015. Relationship of the event to the implant procedure was noted as "surgery/anesthesia."

Manufacturer narrative:
Concomitant product: product ID 8781, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).